Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: manufacturing location: monument, manufacturing date: 29-may-2018, expiration date: 01-may-2028, part number: 04.037.045s, 10mm/130 deg ti cann tfna 235mm/left ¿ sterile, lot number: h651653 (sterile) , lot quantity: 6. Work order traveler met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.942.2, lock prong, 130 degree, tfna bp55, lot number: l864460, lot quantity: 96. Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended bp55, lot number: h571491, lot quantity: 1,000. Work order traveler met all inspection acceptance criteria. I part number: 04.037.912.3, tfna lock drive bp58, lot number: h620587, lot quantity: 80. Work order traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00 bp80, lot number: h593520, lot quantity: 3,056 lbs. Certificate of analysis received from metalwerks inc. Dated 26-feb-2018 was reviewed and determined to be conforming. Lot summary report dated 14-mar-2018 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a removal of a trochanteric femoral nail advanced (tfna) system due to an unknown reason. The removal was successfully completed without problem, however, two (2) days after the procedure, the surgeon reported that the tfna nail that was removed was broken and this case had happened twice in a span of six (6) months. It was unknown how the surgery was completed. Patient outcome was unknown. This (B)(4) captures the 1 of the 2 events wherein the surgeon reported that the tfna nail that was removed was broken and this case had happened twice in a span of six (6) months and the other is (B)(4). Concomitant device reported: tfna helical blade (part # 04.038.405, lot # unknown, quantity# 1) unknown locking screws (part # unknown, lot # unknown, quantity# unknown) . This report is for one (1) tfna nail. This is report 1 of 1 for complaint (B)(4).